Event description:
It was reported that the patient went to the hospital due to a malleable penile prosthesis (mpp) not working properly. Two weeks later, the patient underwent a surgical procedure in which the existing device was removed and a new inflatable penile prosthesis (ipp) was implanted. Upon inspection, it was identified that the cylinder was broken; however, the cause of the break was unknown. Following the procedure the patient was stable and improved.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the cylinder body of the malleable device was cut into half. Therefore, product analysis confirmed the reported event of the cylinder being broken. DHR review: a DHR and ship history cannot be performed as the serial/lot number for this component was not available. Technical analysis: upon receipt at our post market quality assurance laboratory, this malleable penile prosthesis was thoroughly analyzed. Visual and microscopical inspection revealed both cylinders were cut in half. Cylinder 1 had broken wire bundle in the distal front tip attributed to fatigue, as well as a scale-like pattern on the outer surface of the distal cylinder body. Both cylinders were not functionally tested due to the cylinder body being cut into half. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to a malleable penile prosthesis (mpp) not working properly. Two weeks later, the patient underwent a surgical procedure in which the existing device was removed and a new inflatable penile prosthesis (ipp) was implanted. Upon inspection, it was identified that the cylinder was broken; however, the cause of the break was unknown. Following the procedure the patient was stable and improved.